Event description:
It was reported the customer had several no delivery alarms on their insulin pump. Customer stated they would resolve the alarm by changing out their infusion set and site. Customer has tried all remedies for the no delivery alarm, but the alarm persisted. The customer also reported experiencing high blood glucose and having to resort to using multiple daily insulin instead of their insulin pump. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.